Event description:
It was reported that noise was detected on the lead. The patient did not receive high voltage therapy. Insulation break was noted. The lead was extracted with no complications. Patient was fine.

Manufacturer narrative:
External insulation abrasion was noted at 10.2-11.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 21.9-22.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 15.4-16.5cm from the distal tip. The etfe coating was intact and the inner coil was exposed at this location. Internal insulation abrasion under the svc shock coil was noted at 20.2-20.7cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 12.4-13.5cm from the distal tip. The sensing conductor etfe coating was abraded and the inner coil was exposed at this location. The abraded etfe coating or exposed inner coil at these locations could have contributed to the reported field event of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.